Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 863740, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type pump. (B)(4).

Event description:
It was reported, the patient had an MRI done on 2014 (B)(6) and "it took a couple days to show recovery." The healthcare provider (hcp) confirmed that the pump was not checked the same day and the pump showed a recovery the next time it was interrogated. The first time the motor stall happened the patient did not hear the pump alarm and the patient did not have any withdrawal. It was noted that the MRI lasted more than one hour. The pump system was delivering lioresal.